Event description:
Received information that the customer's pump is unresponsive and its screen will not turn on. The customer's blood glucose level was elevated to 206 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.